Event description:
It was reported that during a percutaneous coronary intervention, a shaft break occurred. The eccentric, de novo 90% restenosed target lesion was located in the mildly calcified and non-tortuous left anterior descending (lad) artery. A 190cm x 0.014" non-bsc guide wire was used to advance to the lesion followed by implantation of unspecified stents. A 8mm x 4.0mm quantum¿ maverick¿ balloon catheter was selected to post-dilate the lesion. During pushing the balloon, the shaft broke approximately 20cm away from the hub. The device was successfully withdrawn together with an unspecified guide catheter. The procedure was completed with another of the same device. No complications were reported and patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR.: the quantum maverick catheter was received with no original packaging or other devices. There was a complete separation of the hypotube. The hypotube separation was 18.5 from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a shaft break occurred. The eccentric, de novo 90% restenosed target lesion was located in the mildly calcified and non-tortuous left anterior descending (lad) artery. A 190 cm x 0.014" non-bsc guide wire was used to advance to the lesion followed by implantation of unspecified stents. A 8 mm x 4.0 mm quantum maverick balloon catheter was selected to post-dilate the lesion. During pushing the balloon, the shaft broke approximately 20 cm away from the hub. The device was successfully withdrawn together with an unspecified guide catheter. The procedure was completed with another of the same device. No complications were reported and patient's condition was stable.